Manufacturer narrative:
(B)(4). The device was serviced onsite by a field service technician. An event history log review was performed with no abnormalities noted. A service history review revealed no previous service events were related to the reported condition. The device was visually inspected and functionally tested per product specifications. The device performed within the specifications and the reported condition was unable to be verified. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an f-38 alarm occurred on a flogard infusion pump. It is unknown what process step this alarm occurred during. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that the device had been previously serviced for the reported condition of an f-38 alarm. Should additional relevant information become available, a supplemental report will be submitted.